Manufacturer narrative:
The device was returned to olympus for evaluation and it was confirmed that the images were pale and the monitors were fine. The evaluation also found that the top cover was deformed and the video socket connector was defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center displayed poorly colored images that were very pale. The monitors were reported to be fine. The issue was found during a diagnostic colonoscopy. The procedure was completed with the same device with no delay or patient sedation. During the device evaluation, printed circuit failure was observed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely, the following led to the malfunction: failure of the patient board. In addition, the following non-reportable malfunctions were found, during the device evaluation: old software version that needs update. Olympus will continue to monitor field performance for this device.